Event description:
During an electrophysiology study and catheter ablation, a "pop" was felt at the shaft of the ablation catheter (after 4th energy application). The pt became hypotensive and an emergency sternotomy was performed for repair of the right ventricular outflow tract. No further info was obtained from the contact person at the hospital.